Event description:
Congestive heart failure (chf) symptoms and shortness of breath (sob) were noted too.

Event description:
It was reported that the patient noticed a change, feeling "more like before the implant" and it was determined that the left ventricular lead had dislodged. The lead was also unable to capture after pulling back into the main body of the coronary sinus and during the lead revision procedure, an insulation break was noticed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. Visual analysis noted that there were no insulation breaches of any sort throughout the lead. However, the distal tip has a septum that is designed to be perforated by a guidewire during implant. This allows blood to enter the lead body, however it does not affect the performance of the lead. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5076 implantable pacing lead (B)(6) 2012; 6947m implantable tachy lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.